Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and postoperative wound complication ('initial procedure had to be re-performed because sutures were rejected and granulation') in a 37-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, blurred vision, dizziness, abdominal pain, weakness, cholesterol levels raised, pruritus, cholestasis of pregnancy, placental disorder, anemia and uterine dilation and curettage. Concurrent conditions included appendicitis and asthma. Concomitant products included omeprazole since 2011 and tramadol from december 2016 to august 2017. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In october 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse") and anaemia postoperative ("blood or heart disorder/condition type: postop anemia"), 4 years after insertion of essure. On an unknown date, the patient experienced postoperative wound complication (seriousness criterion medically significant). The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the postoperative wound complication, urinary tract disorder, bladder disorder, pelvic adhesions, adenomyosis, vaginal prolapse and anaemia postoperative outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, adenomyosis, anaemia postoperative, back pain, bladder disorder, dyspareunia, pelvic adhesions, pelvic pain, postoperative wound complication, urinary tract disorder and vaginal prolapse to be related to essure. The reporter commented: on 30-jun-2017- she performed vaginal tissue with suture - granulation tissue and focal suture material. Discrepancy noted in essure insertion date-29-apr-2013 & removal date - 12-dec-2016, and 12apr2013 (as per mr, fu-6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-jul-2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet received: event initial procedure had to be re-performed because sutures were rejected and granulation was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicitis and asthma. Concomitant products included omeprazole since 2011 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse") and anaemia postoperative ("blood or heart disorder/condition type: postop anemia"), 4 years after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the urinary tract disorder, bladder disorder, pelvic adhesions, adenomyosis, vaginal prolapse and anaemia postoperative outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, adenomyosis, anaemia postoperative, back pain, bladder disorder, dyspareunia, pelvic adhesions, pelvic pain, urinary tract disorder and vaginal prolapse to be related to essure. The reporter commented: on (B)(6) 2017- she performed vaginal tissue with suture - granulation tissue and focal suture material. Discrepancy noted in essure insertion date (B)(6) 2013 & removal date - (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet was received. Events added from pfs- bladder problems, urinary tract disorder, dyspareunia (painful sexual intercourse), abdominal pain, back pain, adenomyosis, vaginal prolapse, pelvic adhesions, post op anemia. Reporter information, concomitant drug, lab data was added. Essure removal date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, blurred vision, dizziness, abdominal pain, weakness, cholesterol levels raised, pruritus, cholestasis of pregnancy, placental disorder, anemia and uterine dilation and curettage. Concurrent conditions included appendicitis and asthma. Concomitant products included omeprazole since 2011 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse") and anaemia postoperative ("blood or heart disorder/condition type: postop anemia"), 4 years after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the urinary tract disorder, bladder disorder, pelvic adhesions, adenomyosis, vaginal prolapse and anaemia postoperative outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, adenomyosis, anaemia postoperative, back pain, bladder disorder, dyspareunia, pelvic adhesions, pelvic pain, urinary tract disorder and vaginal prolapse to be related to essure. The reporter commented: on (B)(6) 2017- she performed vaginal tissue with suture - granulation tissue and focal suture material. Discrepancy noted in essure insertion date- (B)(6) 2013 & removal date - (B)(6) 2016, and (B)(6) 2013 (as per mr, fu-6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-apr-2019: medical records received: reporter information added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, blurred vision, dizziness, abdominal pain, weakness, cholesterol levels raised, pruritus, cholestasis of pregnancy, placental disorder, anemia and uterine dilation and curettage. Concurrent conditions included appendicitis and asthma. Concomitant products included omeprazole since 2011 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vaginal prolapse") and anaemia postoperative ("blood or heart disorder/condition type: postop anemia"), 4 years after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving, the urinary tract disorder, bladder disorder, pelvic adhesions, adenomyosis, vaginal prolapse and anaemia postoperative outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, adenomyosis, anaemia postoperative, back pain, bladder disorder, dyspareunia, pelvic adhesions, pelvic pain, urinary tract disorder and vaginal prolapse to be related to essure. The reporter commented: on (B)(6) 2017- she performed vaginal tissue with suture - granulation tissue and focal suture material. Discrepancy noted in essure insertion date- (B)(6) 2013 & removal date - (B)(6) 2016, and (B)(6) 2013 (as per mr, fu-6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-jul-2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.